Manufacturer narrative:
Investigation summary: the complaint device was not returned and therefore a physical investigation could not be performed. Photos were provided for this complaint. The lot number of the complaint device is unknown. Quality engineering and engineering departments could not perform a physical investigation. A review of the device history record could not be performed as the lot number of the device was not provided. The instructions for use were reviewed and one of the potential adverse events listed is cardiac tamponade, and laceration or tearing of vascular structure or the myocardium. A risk assessment will be completed per qera/risk assessment. The complain will be logged and tracked in the complaint handling and post market processes.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a lead extraction procedure, while the shortie rl controlled-rotation dilator sheath set was being advanced, the shortie rl was about halfway under the patient's clavicle and popped back. The lead was being extracted through the sheath and the shortie rl maintained position and the lead was successfully extracted. A new lead was to be implanted. The hospital staff and user checked the transesophageal echocardiography (tee) monitor to confirm there was no effusion. The patient's blood pressure began to drop, it was noted that an effusion occurred in the apex of the patient's right ventricle which then became a tamponade. An open heart surgery was carried out in order to close the effusion. Patient became stable.